Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that the fuse failed on a 2008t hemodialysis (hd) machine, and the unit sparked and smoked. Reportedly, only the fan would power on, and the power supply had no voltage. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. Follow-up was provided by the biomed who revealed that the motherboard was replaced to resolve the issue. Functional testing was performed by the biomed which confirmed that the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The motherboard was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was provided by the biomedical technician who revealed that the motherboard was replaced to resolve the issue. Functional testing performed by the biomed confirmed that the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported.. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.